Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he "felt something strange" in his arm while wearing an adc freestyle libre sensor during a marathon run. A "scan again in 10" message appeared followed by a "change sensor" message, and customer removed the sensor. Upon removal of the sensor, it was reported the "filament broke and entered into the arm". Customer contacted the fire department and was advised to self-present to a hospital. At the hospital, it was determined that surgical removal would be necessary and customer was advised to return to the hospital the next day. The next day, surgery was performed and "about 5 mm filament" was removed from the customer's arm and he received twelve stitches. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device manufactured date) and ( sensor serial number) has been updated based on the returned product. Visual inspection has been performed on the returned sensor and observed that the sensor filament appeared to be sheared off and was partially missing. Sensor data extraction was successful using approved software, the sensor was found to be in state 5(normal termination). The sensor applicator and sensor pack was not returned. Extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed to survey data 12 months prior and demonstrated the continued effectiveness of the established sterilization process for freestyle libre sensor kits. Environmental monitoring reports were reviewed including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he "felt something strange" in his arm while wearing an adc freestyle libre sensor during a marathon run. A "scan again in 10" message appeared followed by a "change sensor" message, and customer removed the sensor. Upon removal of the sensor, it was reported the "filament broke and entered into the arm". Customer contacted the fire department and was advised to self-present to a hospital. At the hospital, it was determined that surgical removal would be necessary and customer was advised to return to the hospital the next day. The next day, surgery was performed and "about 5 mm filament" was removed from the customer's arm and he received twelve stitches. There was no report of death or permanent injury associated with this event.